Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera needed to be oriented differently to pick up both spheres on the biopsy needle. After this was done, the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported the site was unable to track the biopsy needle. The site tried unlocking/relocking trajectory, made a new entry and target, and wiped off sphere, all without resolution. The site was able to get the biopsy without tracking the biopsy needle since they had their tip stop point. This issue occurred intraoperatively and caused a five-minute surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Software analysis found the software functioned as intended, and confirmed that the user oriented the camera to pick up both spheres on the biopsy needle better and the issue was resolved. If information is provided in the future, a supplemental report will be issued.